Event description:
Reporter noted severe flashback while using laser indirect ophthalmoscope at high power. Unable to continue with the case, registrar took over and closed case, without further laser treatment of the pt. Dr did not requiure any treatment; vision remains normal, with no sequelae.